Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; severe calcification. Conclusion: anatomy related; severe calcification.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that during the index procedure the right cia had severe calcification and a type ib was observed. The patient will remain under observation for additional treatment if aneurysm expansion is confirmed. No additional clinical sequelae were reported. The patient will be monitored by the physician.